Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated and found a bad tip clamp in the reported problem area of the pipette assembly. The tip clamps was replaced and the pipette tip pick-up was adjusted. The instrument was inspected, tested without further problem, and returned to service.